Manufacturer narrative:
System performance information was not provided. A bci field service engineer (fse) replaced the vacuum pump #3. Fse verified system performance. No additional concerns were reported by the customer. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak coming out of the sample wash tower of the unicel dxi 800 access chemistry analyzer. The customer was using proper personal protective equipment during event. Per customer, no reports of injuries to users/lab visitors or exposure to hazardous liquids.